Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. The patient couldn´t provide any information about the malfunction, nor confirm if the receiver got an alert and what the cgm reading was. On (B)(6) 2025, the patient lost consciousness and was taken to the hospital. The patient regained consciousness when they were at the hospital. The patient reported that he was living at a security rest home and it was the security guard who called the ambulance. At the hospital the nurse monitored his blood glucose using a fingerstick but he cannot provide any exact reading. The patient was treated with fast acting insulin (not clarified if it was for diabetes management). The patient was discharged after 3 to 4 days when he was feeling much better. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.